Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. The pt programmer showed the neurostimulator was on and the amplitude was at 2.0 volts. The amplitude was then turned down to zero volts and the device was turned off. Add'l info has been requested but was not available as of the date of this report.